Event description:
Medical records were received from legal. Upon review it was noted that the patient was revised on (B)(6) 2012 due to dislocation. Additional medical records are available on disc if need for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: (patient, device).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor and elevated metal ion. Added patient's sex, revision hospital, revision surgeon and lawyer in the associated contact.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : medical records were received from legal. Upon review it was noted that the patient was revised on (B)(6) 2012 due to dislocation. Additional medical records are available on disc if need for further review. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. A review of provided patient records has not identified a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.